Event description:
It was reported that the asymptomatic patient presented in-clinic during follow up when post-paced t-wave oversensing was observed via stored egm. The patient did not receive inappropriate therapy. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.